Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s implant ¿got broken¿ and was ¿not working¿ anymore which is why it was replaced yesterday, (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.